Event description:
A surgeon reported a patient experiencing glare and halos at night following intraocular lens (iol) implant surgery. She also reported a mild refractive error.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 01/12/2009 and by phone on 01/06/2009 and 01/13/2009. A completed questionnaire was received on 01/14/2009. This report was mailed to FDA on: 02/05/2009.